Manufacturer narrative:
Correction: a medtronic representative reported that the issue did not occur clinically.

Manufacturer narrative:
Part number and unique device identification (UDI) updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that replacement of the axiem resolved the reported issue. The suspect axiem has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the axiem was not functioning as designed. No additional information was provided. No clinical information was provided for the reported event.